Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a device check, a radiographical review diagnosed clavicular crush for all leads. Lead extraction was recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states lower out of range pacing lead impedance was observed. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
Insulation damage was noted at 25.0-26.0cm from the connector pin, consistent with clavicle crush damage. The inner and outer coils were exposed at this location. This is consistent with the observation from the field of low pacing lead impedance.